Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 483 mg/dl. The patient treated via insulin pen and insulin pump therapy. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was initiated on the insulin pump. There were no anomalies noted on the set, reservoir or insulin pump during troubleshooting. The high pressure test was performed and the device passed. The customer was advised to change their entire infusion set, reservoir and insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.